Event description:
It was reported that when preparing to connect the bypass pump to the patient using the fusion oxygentor, blood was observed coming back in the arterial line and a negative pressure reading was noted. All lines were clamped, connections were checked, shunts were confirmed to be closed, and occlusions were checked, but no cause for the unexpected bleed back in the arterial line was identified. The healthcare professional suspected a possible internal blood to water leak in the oxygenator. The procedure was completed successfully with no blood loss. The device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the tma is broken off. Unit appears to have been used. Performed the fusion hfo pressure decay leak test on the water side. The test ramps up the pressure in the water side to 45 psig and then checks for a decay. During the test there were no leaks detected. Blood side pressure integrity testing was performed at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. Reason for the return was not confirmed for leaks. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.